Event description:
Customer facility voluntary (B)(4) is received. Only corrected and additional information will be reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2.0mm drill bit. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. It is a product problem. Other serious applicable, only if adverse event. Placeholder.